Event description:
Pt at 0630 was alert and comfortable at approx 0730 found unresponsive, CPR performed. No pacemaker spikes. Pt expired. Unknown exact length of time pt was unresponsive. Pacemaker still in hospital's possession. Unknown place of implantation.